Manufacturer narrative:
(B)(4).

Event description:
Parked within the lm-las stent. The lcx stent was deployed at 14 atm, the balloon was withdrawn into the lm-lad stent, and kissing done with the parked lm-lad balloon at 10 atm. A check shot done at this stage of the procedure demonstrated fully expanded lm-lad and lcx stents with brisk timi 3 flow into both arteries but large fragments of thrombi appeared in the lad artery. The patient complained of chest discomfort, and this was accompanied with slight lowering of heart rate and drop in blood pressure. An intra-coronary (ic) bolus injection of tirofiban was immediately administered, and this rapidly completely lysed the thrombi in the lad artery. The patient was shifted to the ccu on intra-venous tirofiban infusion for the next 18 hours. The patient's further stay in hospital was unremarkable, and the patient was discharged on the third day in stable condition on aspirin, prasugrel, atorvastatin, ramipril and metoprolol.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.